Manufacturer narrative:
To date, information indicates that the rate/sense portion of this rv lead was subsequently surgically abandoned as a result of the noise and out-of-range pace impedance. A new rv lead was placed. There was no evidence of a device or device to lead connection issue. If new information becomes available, this report will be further evaluated and updated.

Event description:
Boston scientific crm received information that the implantable cardioverter defibrillator (ICD) in association with this transvenous right ventricular (rv) lead exhibited a rise in pace impedance measurement that most recently exceeded 2,000 ohms. The boston scientific crm technical services consultant recommended doing pocket manipulation while taking impedance tests to see if any variability in impedances could be invoked that could point to a marginal connection issue. Currently, there is no evidence of noise in any of the stored electrocardiograms (egms). There were no reported adverse patient symptoms associated with these clinical observations.